Event description:
Customer reported that he had unexplained high blood glucose for two weeks, and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 437 mg/dl. Checked the insulin pump's programming and programming appears to be correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.